Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the proximal left circumflex artery with moderate tortuosity, heavy calcification and 90% stenosis. The vessel diameter was 3.0 mm and the lesion length was 15 mm. A 2.25x12 rx trek dilatation catheter was advanced without resistance for pre-dilatation. However, during the third inflation the balloon ruptured at 10-11 atmospheres. The 2.25x12 rx trek dilatation catheter was withdrawn with a little resistance with the patient anatomy because the balloon did not re-wrap properly due to the balloon rupture. Additional dilatation was performed with a nc trek dilatation catheter and a non-abbott dilatation catheter without any issue. A xience prime stent was implanted and the procedure was completed after post-dilatation was performed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.